Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that x-rays identified the end cap has separated from the housing which allowed the anti-rotation sleeve to slide along the distraction rod. No patient adverse event was reported.